Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The indication for the device implant was massive pulmonary embolism (pe) and deep vein thrombosis (dvt). The device was implanted via the right common femoral vein. An inferior vena cavogram was performed which identified the renal veins, no evidence of clot, the inferior vena cava (ivc) was patent and was less than 3 cm in size. The filter was placed below the renal veins and above the iliac bifurcation. Post-deployment pictures were obtained which showed adequate position of the filter against the wall, below the renal veins and above the iliac bifurcation. The procedure was successfully completed without reports of complications. It was initially reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicated that the patient became aware approximately sixteen months after implant that the device is tilted and there is perforation of filter strut(s) outside the ivc. The form also indicated that the patient continues to experience anxiety, pain in the right side of the groin, back, both legs and right arm related to the device. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided is not valid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. With the limited information available and without the procedural films or post implant images to review the reported, tilt, blood clots, clotting, occlusion of the device and perforation could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Manufacturer narrative:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014 in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer medical expenses, pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication. Factors that may have influenced the event include patient, pharmacological and lesion. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014 in (B)(6). The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. As a further proximate result, the plaintiff  has suffered and will continue to suffer medical expenses, pain and suffering, and other damages.